Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath aspiration was lost due to a clot in the device. Mapping was performed with a non-boston scientific catheter and then the catheter was removed. They attempted to aspirate at that time but were unable to do so. The sheath was removed, and it was found there was a clot in the sheath that was prevent aspiration. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been received for analysis.

Manufacturer narrative:
D2.a. Common device name: corrected. The device was returned to boston scientific for analysis. Visual inspection showed no outer abnormalities. The faradrive sheath was evaluated for leak performance and aspiration, and the device passed testing. The device was dissected and examined under the microscope. The external valve had a tear on the outer face by the center slit. Valve tear defects can compromise the valves' ability to seal pressure and fluid within the sheath. This didn't affect this device's performance as it was able to pass leak and aspiration testing.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath aspiration was lost due to a clot in the device. Mapping was performed with a non-boston scientific catheter and then the catheter was removed. They attempted to aspirate at that time but were unable to do so. The sheath was removed, and it was found there was a clot in the sheath that was prevent aspiration. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been received for analysis.